Event description:
It was reported to philips that the paddle tray was burned. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device's paddle tray burned. Details provided in an update from a email response from fse indicate that the customer was sent replacement paddle tray plates and the device was successfully returned to service. The part was not returned for additional investigation.